Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s hospitalization for peritonitis. However, there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of staphylococcus lugdunesis which is an organism that is normally found on human skin and often in the perineal area. The pd nurse reported the patient had concomitant urinary tract infection. Therefore, based on the available information, the patient¿s peritonitis is likely to be associated with concomitant urinary tract infection, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) therapy reported they had an upset stomach and went to the hospital. There were no recorded allegations that a fresenius device or product issue caused or contributed to the hospitalization event. Upon further follow-up with two pd nurses, it was reported that the patient was hospitalized on (B)(6) 2020 due to symptoms of abdominal pain. During the hospitalization, the patient was diagnosed with urinary tract infection and peritonitis. It was reported the patient¿s pd culture yielded growth of staphylococcus lugdunesis. Reportedly, the patient was treated with unknown antibiotics and continued pd therapy while hospitalized. Subsequently, on (B)(6) 2020, the patient was discharged home on oral antibiotic therapy with keflex 250 mg. The patient is reportedly recovering and continues pd treatment on the cycler without any issues. The pd nurses stated the peritonitis was not related to any issues with fresenius device, or product. While the exact cause was not reported, it was suggested the patient¿s concomitant urinary tract infection was associated with the peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.